Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced because of a possible fracture, high pacing thresholds and high pacing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: e110 ICD, implanted: 2010-(B)(6). (B)(4).